Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product noted the housing was scratched. Complaint of stuck reverse (left) was confirmed. Footswitch failed functional testing using a known good control unit and mdu. The actuator for the reverse pedal is stuck from corrosion buildup and sticks when depressed. The complaint was confirmed and the root cause was determined to be a corroded reverse pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device keeps getting stuck in reverse. No patient injuries were reported.